Event description:
It was reported that a power source alert occurred, potentially affecting the customer's pump. There was no reported impact on the customer's blood glucose level as the customer declined to provide specific information. Technical support instructed the customer to plug the wall adapter into a functioning outlet and leave it for at least 30 minutes, with plans to follow up. No further contact from the customer was received, suggesting the pump may have resumed charging normally.